Event description:
It was reported, that during a da vinci-assisted cholecystectomy surgical procedure. The instrument was loaded on the arm, and the jaw would not work. The instrument was removed and one of the wheels came off the instrument. There was nothing left inside the patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details have been received as of date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting, input disc coming off. An investigation was completed to determine the cause of this reported event. The clip applier instrument was analyzed, and found failure analysis investigations, they were able to replicate and confirm, the reported issue. Failure analysis found the primary failure of broken input disk to be related to the customer reported complaint. The instrument was found to have an input disk broken. Input disk #7 was found completely detached from the base of the housing. The complaint was confirmed, based on failure analysis. Which indicates, that the device did contribute to the customer reported issue.